Manufacturer narrative:
(B)(4). The device was manufactured in february 2012. The device was not returned and an evaluation was not performed. A device history record review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced symptoms related to an increased intra-peritoneal volume event during peritoneal dialysis therapy. The patient experienced discomfort and feeling overfull during dwell one of therapy. The patient was connected to the setup at the time of the symptoms. The technical service representative assisted the caregiver with performing a manual drain and the patient drained 5125ml. The patient¿s fill volume equaled 2800ml. Upon further review, it was noted that the patient¿s initial drain alarm was set to 0ml and the patient did not drain during the initial drain phase of therapy. The caregiver was advised to notify their nurse of the event and to have the nurse increase the initial drain alarm setting to 85%. The technical service representative assisted the caregiver with bypassing therapy to the next fill. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.